Manufacturer narrative:
(B)(4): the first two threads are partially cut. The underneath surface of the thread is worn due to friction contact with the mechanical thread of the mating implant which is consistent with a cross threading of the setscrew. The bottom surface of the setscrew does not show any contact with a spinal rod. The break-off torque was within specification. The damages are consistent with a cross-threaded insertion of the setscrews resulting in an over-loading by shearing the mechanical threads. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the setscrew broke while the surgeon was tightening down into the pedicle screw. The thread of the setscrew sheared off and the debris fell into the pt. The setscrew was removed and replaced. The debris was removed. No pt complications were reported.